Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: a review of the black box showed reboots occurred. The battery compartment was cracked alongside of the pump. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap measurements were within specifications. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with a test cap with no further power issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was alleged that the battey compartment was cracked and the battery cap was unable to tighten securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.